Event description:
It was reported that non sustained ventricular oversensing due to myopotential oversensing was observed. The device was reprogrammed. The patient was in stable condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.